Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. Additionally analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported details indicate the device was used via a 4f sheath hole. It should be noted that the perclose¿ prostyle¿ suture-mediated closure and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. For access sites in the common femoral artery using 5f to 21f sheaths. The IFU violation likely did not contribute to the reported difficulties. The cause of the reported difficulty and the subsequent treatment appear to be related the circumstances of the procedure. Based on the information reviewed and returned analysis it is likely that the plunger was not fully depressed against the handle. In this case the posterior needle will not be ejected from the foot, but the posterior cuff will be ejected from the foot pocket. This matches the returned device condition. In this condition, when the plunger is pulled a link separation occurs, which in this case was the anterior needle tip. If the plunger is pulled too rapidly, it may also lead to a separation of the cuffs, or needle tips, or cuff tabs, or link, or suture with snags. It is also likely, an interaction with patient anatomy or calcification as was reported, during deployment contributed to the reported suture retrieval issues by preventing the plunger from being fully depressed against the handle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.

Event description:
It was reported that bilateral suture placement was attempted with prostyle devices prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, in the calcified left common femoral artery (lcfa), suture placement was attempted via a 4f sheath hole. A cuff miss [suture retrieval issue] occurred with the first prostyle attempted. The sutures of two new prostyle devices were successfully pre-placed. In the calcified right common femoral artery (rcfa), suture placement was attempted via a 5f sheath hole using the pre-close technique. A cuff miss [suture retrieval issue] occurred with the first and second prostyle devices with some resistance felt during device insertion with the second prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath in the rcfa and a 20f sheath in the lcfa, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures bilaterally. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Device code 1494 indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 with reported issues are filed under separate medwatch report numbers.